Manufacturer narrative:
(B)(4).

Event description:
The device was returned with no information.

Manufacturer narrative:
Catheter model: 8709, lot# l82263, implanted: 2000-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed no significant anomalies. Eos (end of service) was observed due to time progression. Analysis of the returned catheter (pump connector and proximal segment) revealed leaks between the metal pin and white material. Drug delivered via the device per analysis was baclofen.